Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-01540.

Event description:
The customer stated that she lost her insertion device during a hospitalization for low blood glucose levels. Nothing further was reported.